Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan from (B)(6) alleging an apply sample issue with the one touch verio pro meter. The patient's mother did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's mother claimed the meter had an apply sample issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's mother did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.